Event description:
A user facility reports that an intraocular lens (iol) was explanted. The reason is unk. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Solution was dried on the lens. One haptic was bent-gusset area. The optic was torn/split/cracked on two posts of the lens case and was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 6/2/08 and 6/11/08 by mail, fax and phone. A completed questionnaire has not been received.